Manufacturer narrative:
The customer reported complaint of the keypad being replaced due to unspecified issues was evaluated. During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer and a broken trace (20). During external inspection, the keypad was in good condition with no issues observed. The front case keypad was connected to the cad pcu test fixture for functional testing. Test results identified that the ac indicator light did not illuminate and the system on button did not function after plugging in the power cord. All other keys on the keypad functioned as intended. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported the point of care unit front case assembly with keypad is being replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the point of care unit front case assembly with keypad is being replaced. There was no reported patient involvement.